Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that gold tite screw fractured inside the implant. Implant removed. Tooth location #30.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite implant was returned for inspection. The implant shows large signs of wear and tissue attachment about the threads. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. Customer indicated gold tite screw fractured inside the implant and the implant had to be removed.. The malfunction of the screw occurred as reported thus the complaint is confirmed. A root cause for this complaint could not be determined.